Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The ipsilateral limb tortuousity was mild. It was reported that the 166mm endurant bifurcated stent graft appeared as it was a endurant 145mm length bifurcated stent graft when compared with 124 mm length endurant contralateral leg. An ipsilateral extension was implanted. No additional clinical sequelae were reported and the patient is fine. Review of two returned still angio photos revealed that there appeared to be more than 6 stents (7 or 8 stents) on the deployed ipsilateral limb, below the level of the gate. This would suggest that it is unlikely that this was a 145mm length bifurcate (which has 6 stents below the gate) and was likely the correctly labeled 166mm length (which has 8 stents below the gate). From these limited images the cause the alleged shorter than expected length may be due to patient anatomy and/or slight compression of the stents (and limb length) post-deployment.

Manufacturer narrative:
(B)(4).